Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: registered technician (rt). The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The use facility reported that the dilator did not snap into the locator on the angio-seal device involved. The device was not used; therefore, manual pressure was used. The device never came in contact with patient. There was no adverse event. The patient was stable, and the procedure was a success. There was no patient injury/medical or surgical intervention required.